Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter occurred with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "there was estimated 0.1ml clear viscous liquid in this syringe discovered by an administering nurse when the sterile packaging was opened. The packaging was intact. Spd notified and arrived to inspect, nursing supervisor notified and pictures of the contaminated syringe were sent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter. "There was estimated 0.1ml clear viscous liquid in this syringe discovered by an administering nurse when the sterile packaging was opened. The packaging was intact. Spd notified and arrived to inspect, nursing supervisor notified and pictures of the contaminated syringe were sent.